Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: a non-conformance search was performed and no nonconformances were identified for this product code and lot number combination.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that after the surgeon threaded four suture strands through the wire kite and pulled the threader tab out, the 4.75 healix advance kntlss br suture device was found could not be threaded through the anchor smoothly. According to the reporter, this led to the breakage of the anchor tip during rotator cuff repair surgery. The surgery was completed by using alternative anchor while carefully threaded the suture and properly inserted. It was brand new and the first use when the issue occurred. There was surgical delay of five minutes and no harm to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.